Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted

Event description:
It was reported that the patient died. The cause of death was a presumed bleed with an international normalized ratio (inr) of 9.7. Additional information has been requested but has not yet been provided.

Manufacturer narrative:
The hvad pump ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Reported low flow event was confirmed through log file analysis which revealed that 25 low flow alarms were logged since (B)(4) 2017. A sustained decrease in power consumption and estimated flow was logged on (B)(4) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or patient-related factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on 01/27/2017 states that the patient was found down at the skilled nursing facility. Upon further investigation, it was found that the patient had been having low flow alarms for an unknown time. Emergency medical services were called and the patient was intubated and taken to the emergency department (ER) at an outside hospital. The medical team was unable to obtain doppler blood pressure on arrival to ER and a "modified code" was initiated. The patient did not want CPR per his polst (physician orders for life sustaining treatment). Resuscitation attempts were made but the patient expired. According to the ed physician, with a supratherapeutic inr of 9.7 and acute anemia, the most likey diagnosis of the patient was hemorrhagic shock due to acute gastrointestinal (gi) bleed. There was no device malfunction. Currently waiting on autopsy results. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.